Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photographic sample does not show the external fluid leak from waste drain tube. The reported condition could not be verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the waste drain tubing of a prismaflex st100 set during prime. The set was replaced. There was no patient involvement. No additional information is available.